Event description:
Baxter reported smoke from a wall outlet and a 'burned' smell on the homechoice machine. No pt injury or medical intervention was indicated at the time of the initial report. The sample is available for evaluation.